Event description:
Customer reported experiencing a past high blood glucose event with the specific level being unknown, only described as ¿high.¿ customer took corrective action by administering a correction injection via multiple daily injections, and technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels. The customer understood these recommendations.